Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
No new information.

Event description:
It was reported that during the procedure the sheath broke and remained in the patient. There was no medical intervention, no adverse consequences and no clinically significant surgical delay. The procedure was completed successfully.